Event description:
Patient was intubated and ventilated in the trauma intensive care unit (ticu). Patient's ventilator suddenly malfunctioned - it was not ventilating and the screen shut off and turned black. Fortunately, the patient's rn was in the room when everything happened. Patient started to desaturate in the 85-87%, so the rn started bagging the patient. The respiratory therapist (rt) came and did the bagging whilst the lead rt was already notified.